Event description:
The customer reported having a problem with pacing.

Manufacturer narrative:
(B)(4). The customer reported having a problem with pacing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.